Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the surgeon was able to press the green button. It was also reported that without pressing the firing button, the blade/ibeam engaged further than usual. A new product was used to complete the procedure. There was no patient injury.